Event description:
It was reported that the right atrial (ra) lead had no capture at high output and there was no sensing. The lead was programmed off and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.